Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient, who had acl reconstruction operation on (B)(6) 2014, experienced infection. The patient complained of pain in (B)(6) 2015 and the infection was confirmed by CT images. On (B)(6) 2015, the screws were pulled out. The infection had progressed from the epidermal tissue to the tibial tunnel. Although the bone tunnel was enlarged, the fixation of the acl graft was not influenced by infection. According to the doctor, the patient did not take a medication as prescribed. Also they had a history of infection before. The doctor thought that the infection may be caused by the patient's behavior and diathesis. Two screws were used in the first operation.

Manufacturer narrative:
Device is not being returned for evaluation. The clinical details provided were reviewed, and it was indicated that the patient did not follow post-operative protocols prescribed by the surgeon. Based on the nature of the complaint, a review of the sterility records was conducted. The review of the sterility records confirmed that the product was sterilized per the standard terminal sterilization process all parameters of the sterilization cycle conformed to the validated parameters. No root cause related to the manufacturing process can be established. No further investigation is warranted at this time. A review of the device history records was performed which confirmed no inconsistencies. There were no internal processing issues, which could have contributed to the nature of the complaint. A complaint history review has not identified additional complaints for this lot number on file. (B)(4).